Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting loss of prime warning and unable to hold prime with cartridge change. The patient also reported received loss of prime after priming the pump. The patient confirmed with customer support (cs) that they were disconnected when priming the pump. The patient reported that they were completing the rewind, load and prime correctly with cartridge change and confirmed cartridge cap was secure and they then get a loss of prime warning. The patient stated that they are cycling cartridge two to three times prior to filling. The patient reported that his blood glucose (bg) went to 600 mg/dl without symptoms. The patient self treated bg and is not alone and with her mom. The patient has been off pump due to loss of prime. Cs reviewed alarm history and there are no associated alarms in the history and that the loss of prime warnings were not being recorded in alarm history. The patient confirmed here is no trauma to the pump. The patient is on alternate form of insulin delivery. The patient¿s current bg was 400 mg/dl. This report is being made due to the bg excursion the patient experienced due to loss of prime.

Manufacturer narrative:
Follow-up #2 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed on loss of prime warning associated with low non-zero force. A rewind, load, and prime were completed successfully. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms or warnings were duplicated during testing. The pump was opened and no force sensor defects were found. No delivery related defects were found during testing.